Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.

Event description:
It was reported that the patient is being referred due to vns migration. Additional information received noting that the migration is due to patient manipulation/trauma. It was also noted that intervention is being taken because the patient has a history of "this incident and every time magnet swipe 0 reaction." No other relevant information has been received to date.